Event description:
It was reported this was an arteriotomy closure of a highly calcified left common femoral artery using a prostyle device after an interventional procedure with an 8f sheath. Reportedly, with three prostyle devices, when they were pulled up against the artery wall, the whole device slipped out and the foot plate was observed to be partially open. It was suspected the foot plate collapsed back into the device when pressure was put on it. A non-abbott device was then used, but also failed to achieve hemostasis. Therefore, manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are being filed under separate medwatch reports.

Event description:
A posterior foot separation was found during evaluation of one of the returned devices. The location of the detached foot and is unknown.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The unintended system motion was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Device condition indicates a successful deployment. The foot was operated without issue and did not close on its own. In this case, it is possible the device foot was in the access site and did not open and/or the lever was not fully deployed; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5- case description was updated.